Event description:
It was reported that a perforation occurred. A rotapro 1.50mm was selected for use in a percutaneous coronary intervention to treat a heavily calcified circumflex lesion. Following passes with the device, a perforation was noted via angiogram. The number of passes, decelerations and angulation is unknown. A covered stent was positioned, and the procedure was completed successfully.